Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. Additional information from the rep indicated that the tip broke off immediately when the surgeon tried to remove it. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for 1405-2381 were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. The device was not returned to the manufacturer for evaluation. Based on the available information, the olive wire was likely subjected to additional forces or bending stresses which resulted in its breakage. The case was completed successfully with no reported delay, nor additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.